Event description:
The customer contacted stryker to report their device unexpectedly shut off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was not able to duplicate the reported issue. Stryker observed battery 2 was at low charge and expired, but was unable to confirm this was in use at the time of the reported event. Stryker proactively replaced the device's battery pins and ordered new batteries. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.